Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when the guide wire needs to be pulled out after the patient's puncture, the guide wire cannot be pulled out.